Manufacturer narrative:
(B)(4).

Event description:
We were informed this lead was revised and remains actively implanted. The doctor had to perform chest compressions on the patient and also, the patient was non-compliant with lifting restrictions, so the lead dislodged. This is all of the information provided at this time. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.